Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.7., d.10., h.3., h.6. Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles in the gel and shell. A visual and microscopic analysis was performed which identified: broken creases sharp on posterior, creases fold, wear abrasion, stress marks, striated opening on posterior and missing shell. Base on the device analysis the final assessment is: missing shell assessed as inconclusive, a broken crease sharp on posterior assessed as fold flaw opening, a striated opening on posterior assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device remains implanted. This record is for the left side.